Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The culture test results from a third-party institution provided by the user are the following: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 10-100 cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 40-100 cfu. Bacterial identification: klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 54-100 cfu. Bacterial identification: enterobacter cloacae. The results of the culture test conducted by olympus at a third-party institution are listed below. Sampling date: (B)(6) 2026. Sampling from: forceps/suction channel, aw channel. Cfu: no growth. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was returned to olympus for inspection. According to the investigation, the device was culture tested positive by the customer, and the device was tested negative by olympus; therefore, the user request was not confirmed. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without detailed cds information from the customer, it is not possible to correlate any potential reprocessing lapses, in relation to the validated procedure described in the IFU, with the product¿s condition it should be noted the customer is utilizing an ewd (soluscope) currently undergoing fca for the disinfection efficacy of flexible endoscopes. After reprocessing by olympus, the hygiene, microbiological investigation (hmi) results could not confirm customer findings and shown no growth. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of klebsiella pneumoniae. The device was retested on december 15, 2025, and it tested positive for 40-100 cfus of klebsiella pneumoniae and 54-100 cfus of enterobacter cloacae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.